Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information. The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of a retained reagent kit. Return sample testing was also completed. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints identified an increase in complaint activity for lot 72012be01; however, no trends were identified for list number 07p60. A review of the device history record did not identify any nonconformances, potential nonconformance, or deviations with lot number 72012be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot including testing of a seroconversion panel was performed. All controls met specifications, and no false non-reactive results were obtained. Further the seroconversion panel (seracare syphilis pss901; 0615-0017) results were compared to the test results provided by seracare and the complaint lot detected the same bleeds as reactive. Additionally, a technical review of lot 72012be01 was completed which determined acceptable sensitivity. Labeling was reviewed and sufficiently addresses the customer¿s issue. Return sample testing was completed using a retained reagent kit of an alternate reagent lot number as the complaint lot was not available for testing. The following results were generated: sid 4534: alinity I syphilis tp: 0.70 s/co (non-reactive) mikrogen recomline treponema igm: negative (no reaction) mikrogen recomline treponema igg: negative (tp17; very low intensity) no discrepant results were identified between alinity I syphilis tp and recomline treponema igm/igg. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 72012be01 was identified.

Event description:
The customer reported false nonreactive alinity I syphilis tp results generated by the alinity I processing module for a 65-year-old female patient with neuromyelitis optica, which was inconsistent with the tppa result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2025 initial alinity I syphilis tp result = 0.72 s/co (nonreactive). Repeat result post recentrifugation = 0.71 s/co (nonreactive). Tppa result = positive. Rpr result = negative. Previous results: (B)(6) 2025 alinity I syphilis tp result = 5.52 s/co (reactive), tppa result = positive, rpr result = negative. (B)(6) 2025 alinity I syphilis tp result = 8.65 s/co (reactive), tppa result = positive, rpr result = negative . There was no impact to patient management reported. Update: the sample was further tested with the western blot, and the result was negative.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21 / 31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I syphilis tp results generated by the alinity I processing module for a 65-year-old female patient with neuromyelitis optica, which was inconsistent with the tppa result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2025 initial alinity I syphilis tp result = 0.72 s/co (nonreactive). Repeat result post recentrifugation = 0.71 s/co (nonreactive). Tppa result = positive. Rpr result = negative. Previous results: (B)(6) 2025 alinity I syphilis tp result = 5.52 s/co (reactive), tppa result = positive, rpr result = negative. (B)(6) 2025 alinity I syphilis tp result = 8.65 s/co (reactive), tppa result = positive, rpr result = negative. There was no impact to patient management reported.